Event description:
The article, "comparative outcomes of tricuspid-dedicated versus non-dedicated devices in transcatheter tricuspid edge-to-edge repair", was reviewed. This research article was a retrospective single-center experience to evaluate the procedural efficacy and short-term outcomes of transcatheter tricuspid edge-to-edge repair (t-teer) performed with a non-dedicated device versus dedicated tricuspid systems. The devices included in this study were mitraclip, triclip, and pascal. The article concluded that systems dedicated to tricuspid interventions were associated with higher procedural success rates and more effective tricuspid regurgitation (tr) reduction compared with the non-dedicated device. Their use improved early outcomes and enabled the application of t-teer in a broader population of patients with less-advanced heart failure. [The primary and corresponding author was mariusz tomaniak, 1st chair and department of cardiology, medical university of warsaw, warsaw, poland, with corresponding e-mail: mariusz.tomaniak@wum.edu.pl.] This study included patients who underwent t-teer from 01 february 2018 to 30 june 2024. A total of 44 patients were included in the study, of which an unknown amount received an abbott device. The average age was 74.7 years. The majority gender was female. Comorbidities included atrial fibrillation, coronary artery disease, peripheral artery disease, hypertension, diabetes, chronic kidney disease, chronic obstructive pulmonary disease, asthma, connective tissue disease, and past myocardial infarction, and stroke/transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, peripheral artery disease, hypertension, diabetes, chronic kidney disease, chronic obstructive pulmonary disease, asthma, connective tissue disease, and past myocardial infarction, and stroke/transient ischemic attack. Complications reported included death, transient ischemic attack, incomplete coaptation; these complications are anticipated for the procedure and subject population. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: comparative outcomes of tricuspid-dedicated versus non-dedicated devices in transcatheter tricuspid edge-to-edge repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.